Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and reseated the breath deliver unit (bdu) to gui cable assembly. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated graphical user interface ( gui) reset error during patient use. There was no patient harm reported. There was no interruption on ventilation. It is unknown if the patient was transferred to another ventilator.